Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a tissue injury. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat grade 4 functional mitral regurgitation (mr). First clip was implanted with no reported issue. After the second clip was deployed and detached from the clip delivery system (cds) the clip opened. A third clip was implanted with no reported issue, reducing mr to grade 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. It was later reported that a tear was suspected. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there was no reported patient effect. There was no device related event and no device malfunction reported. Since an initial report was already filed, the event was unable to be downgraded to a non-complaint. There is no indication of a product issue with respect to manufacture, design, or labeling. H6 device code 4559, 4614, 2993 removed.

Event description:
This is filed to report the clip opening while locked (cowl). It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat grade 4 functional mitral regurgitation (mr). First clip was implanted with no reported issue. After the second clip was deployed and detached from the clip delivery system (cds) the clip opened. A third clip was implanted with no reported issue, reducing mr to grade 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided. Subsequent to the previous report, additional information was received that this was not a complaint against the device.